Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The patient was evaluated in the emergency department due to dizziness and lightheadedness. Boston scientific technical services (ts) noted the lv amplitude decreased around that time, however, it has gone back to normal. No additional adverse patient effects were reported. At this time, this lead remains in service.